Manufacturer narrative:
.

Event description:
The customer reported several employees with eye irritation while working with cidex opa. The employee saw a doctor who diagnosed her with conjunctivitis and prescribed optic a eye drops. The employee recovered without issue. The employee was encouraged to wear protective eye gear, and to use a ventilation fan when working with cidex opa.